Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained. G4 PMA/510(k): k173284, k213593.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During pullback, the catheter became tangled with the guidewire. The procedure was completed using another of the same device. There were no patient complications.